Event description:
A patient had btm implanted to the left lower arm and hand. During delamination, it was observed that that the device was not adhered to the wound and failed to integrate. The hcp reported that the device was implanted in the incorrect orientation, with the sealing membrane side against the wound, instead of the foam matrix. The device was explanted, and the patient received a full thickness skin graft.

Manufacturer narrative:
In absence of batch number, a batch review was unable to be performed. Based on the details available the root cause for the reported complaint of btm failure to integrate was due to the device being implanted upside down due to use error. The hcp implanted the device in the incorrect orientation on the wound, requiring explanation of the device. The wound was reported to have granulated under the sealing membrane and a full thickness grafted was required. The risk is adequately documented for this complaint. The IFU (IFU-008) includes placement instructions for the btm: ¿taking care to have the smooth sealing membrane side outermost, the foam side can be pressed into the wound¿ and ¿the novosorb® btm is laid into the wound, sealing membrane side out¿. As a result of the investigation, it¿s been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, a CAPA is not required, and the case will be subject to trending according to documented pms procedures.